Event description:
Customer reported the interconnect cable is not connecting correctly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo plug on the mainframe. System operates as intended.